Event description:
According to the reporter, during a video laparoscopic cholecystectomy, during clipping of the gallbladder vessels, the clip applier worked at the beginning of use; it was able to fire three times. Shortly after, one of the rods on the distal part displaced laterally, preventing the clips from coming out. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.